Event description:
The user facility reported that the exterior portion of the insertion tube peeled during an intubation procedure for a laparoscopic pneumectomy, and the peeled pieces fell off into the pt's trachea. The physician removed the peeled pieces from the pt with an unspecified device. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info about the reported event. The user facility reported that the procedure was interrupted and the pt was discharged. The user reportedly applied polyethylene glycol for lubrication on the insertion tube. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the exterior portion of the insertion tube was peeling, and appeared to be consistent with chemical damage. There was residue of polyethylene glycol on the peeled pieces. The insertion tube peeling was attributed to chemical damage from a polyethylene glycol, which is not recommended by olympus. This report is being submitted as a medical device report in an abundance of caution.